Manufacturer narrative:
(B)(4). Date sent: 9/22/2016. Additional information: see the attached anatomical pathology report.

Manufacturer narrative:
(B)(4) date sent: 9/2/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was received: initial procedure was performed by a senior surgeon on (B)(6) 2016. On (B)(6) 2016 the anastomosis was insufficient, purulent, peritonitis, re-surgery with hartmann stoma. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the device? Who fired the device and what is his/her experience? Where in the green range was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Did the healthcare professional receive audible & tactile feedback when firing the device? Was the device difficult to close? Was the device difficult to fire? Were there any issues with staple formation in the primary procedure? Were there any issues with staple formation in the secondary procedure? Was a leak test performed? If so, what were the results? When was the safety released prior to firing? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? (B)(6) speaking support is available for this conversation.

Event description:
It was reported that after a rectum resection due to perforation after rectoscopy, the anastomosis got insufficient acute inflammation, peritonitis, hartmann-op. One device was discarded.